Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI)# - (B)(4). Concomitant product(s): a 106021, ringloc+ replacement ring sz21, 385580. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10270.

Event description:
It was reported that the humeral bearing was damaged during assembly to the humeral tray during a comprehensive reverse shoulder procedure. It appeared to be engaged, but the locking ring did not close. The bearing and ring were removed from the tray. The procedure was completed with a new ring, and the bearing assembled without incident. Attempts have been made and additional information on the reported event is unavailable.